Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a female in in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the device was repositioned on several occasions, due to continuous in and out movements within the current position and being placed too deep which caused low flows. However, atrial fibrillation rapid ventricular response worsened and neo was discontinued. Additional information noted care was withdrawn, impella was explanted, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the death outcome. The patient's peri-procedural condition was critical.